Manufacturer narrative:
The device remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Analysis of the submitted system controller log file showed an elevation in pump power; however, a specific cause could not be conclusively determined through this evaluation. Despite the elevation in pump power, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had gastrointestinal bleeding. No further information was provided.